Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish material was found inside the pebax, no metal exposed was observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect. The deflection was inadequate. The catheter was changed to complete the procedure. No patient consequence reported. This deflection issue was assessed as not reportable. Since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the catheter for evaluation. On april 18, 2018, it was discovered that there was reddish material on the pebax, no metal exposed was observed. This issue was assessed as not reportable. If foreign material was found underneath the pebax, however; there is no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. After further assessment on april 20, 2018, the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the pebax has been assessed as a reportable malfunction. The awareness date for this reportable finding is april 20, 2018.